Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time our screen appeared while trying to login to the station. A technical support specialist dialed into all three affected stations experiencing login slowness and disabled network interface card (nic) power saving mode and internet protocol (ip) on all network interfaces for each station, reviewed the hosts file on all stations and removed duplicate entries. Rebooted all stations back into carefusion application and monitored performance while the customer conducted login testing. The issue was successfully resolved, and resolution was verified by both the customer and hospital information technology team (hit). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pyxis machines experienced delayed login times of approximately one minute. A user experienced repeated timeout screens appearing twice during a login attempt. Another user also reported that logins took approximately one minute while filling the machines. Additionally, another user observed that when attempting to login on station with similar delays and timeout screens appearing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pyxis machines experienced delayed login times of approximately one minute. A user experienced repeated timeout screens appearing twice during a login attempt. Another user also reported that logins took approximately one minute while filling the machines. Additionally, another user observed that when attempting to login on station with similar delays and timeout screens appearing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.